Event description:
The patient reported that prior to going through the theft security gates at the library, the patient didn't turn their stimulator down and off. The patient stated being "shocked really bad" and now has a bruise over the implanted site. The stimulator turned off and the patient stated they willfollow-up with their hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.